Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested in-house where it failed the fiber test on the rolling loop due to reading below value. Aba troubleshooting was performed with gold rolling loop fiber installed to verify failure. No signs of damage were found during visual inspection. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) about several recoverable faults on the universal surgical manipulator (usm) 1. Prior to calling, the customer performed a reboot and hard reboot with no change. The tse noted error 32097 on usm 1. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and it did initially power on without errors. The issue was recovered fault each time to proceed to a point where can use just three arms. The surgeon did disable the arm. Then arm was stowed for end of procedure. The procedure was robotically completed.